Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 107 mg/dl. The customer stated that she also had a heart attack. The customer changed the infusion set four times, but her blood glucose levels remained high. The customer stated that the doctor wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.